Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's insulin pump had non-functional buttons. No further details were provided, and no products were returned or replaced. The father will call back at a later time to troubleshoot.